Event description:
In early 2009, an 8mm amplatzer muscular vsd occluder was implanted successfully. Only a very small tricuspid regurgitation (tr) was observed when the device was placed. Echocardiography and angiograms showed the trivial tr and complete closure of the vsd defect. The following month, the patient collapsed and a significant tr was found. Two days later, the patient was operated on and the surgeon found a complete interruption of the cordae to the anterior and medial tricuspid leaflets. The device was explanted, the vsd was closed and an artificial valve was implanted.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: the angiograms showed a high muscular vsd. The vsd size was small, perhaps 2-3mm based upon the angiograms (assuming the catheter was a 5f). The waist of the device after deployment was significantly squeezed, which suggested the device was larger than the defect. There was also a residual shunt seen through the device. The small, high muscular vsd was close to the anterior medial papillary muscle and when the device was deployed, it trapped the chordae, which ultimately tore and caused the significant tr. Unless there was significant tr after device placement (per the catheterization report there was minimal), it would have been very difficult to know whether the chordae/papillary muscles were trapped. Based on the outcome of this patient, we can be certain that there was involvement of the chordae/papillary muscle. Another explanation of the mild tr after device implant could be that the patient had a trapped chordae which caused a relative tricuspid stenosis; when it tore, the patient suffered from a sudden and severe tricuspid regurgitation. According to aga's medical consultant, the cause of this event was due to an inadvertent trapping of the tricuspid valve chordae during device placement, which resulted in the tricuspid valve injury. It would have been very difficult to predict this complication at the time of device implant, unless there was suspicion of a tricuspid stenosis and it was interrogated and ruled out.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.